Event description:
It was reported that the sys would not complete boot up. The customer was unable to connect the c-arm to the cart. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable connector. The system operates as intended.